Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 8799150, 510k# k994239 and upn (B)(4) is cleared for us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent anterior cervical discectomy and fusion surgery at c5-c7 due to cervical spondylotic myelopathy (csm). Post-op, airway obstruction was developed due to hematoma. Hence, patient underwent tracheostomy. Implanted plate and screw were found loose and unsuccessful bone union was also observed post-operatively. Patient was scheduled for intervention, however, due to patient's physical condition it was postponed.